Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mixed urinary incontinence, frequency, overactive bladder, atrophic vaginitis, inability to urinate, intermittent dysuria, bladder pain, mild urethral tenderness, erosion of synthetic sling, visible mesh in the bladder, calcium deposit at the bladder neck, bladder calculi, recurrent urinary tract infections, and urethritis. On (B)(6) 2008, the plaintiff underwent a revision surgery. Furthermore, it was reported that the plaintiff died. No cause of death was reported.